Event description:
A complaint of high and low readings was received on a customer's freestyle mini meter. The customer experienced convulsions during the night and paramedics were called. A reading of 240 mg/dl was obtained on the customer's meter. The customer was taken to a hosp where a further test was performed using the freestyle mini giving a reading of 160 mg/dl. This was compared to readings of 195 mg/dl taken from an ultra meter, and 45 mg/dl from an elite meter.